Manufacturer narrative:
Pump had blank display due to corroded battery tube. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, corroded battery tube, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No broken off battery tube threads noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states battery leaked in the pump and battery cap broke. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.